Event description:
It was reported that when stimulation therapy had been turned on, the pt had experienced a jolting sensation or symptoms of shocking related to body movement, that began a year ago. There had been symptoms of complete numbness detected in both legs (exact date of onset was not reported); the symptoms had not improved regardless of prior programming adjustments or past attempts to change stimulation parameters (no follow-up dates or telemetry data were provided). The shocking sensation had become more uncomfortable, and the painful stimulation had increased to a level where the pt had turned the pulse generator off. At follow-up with the implanting surgeon (date was not reported), no changes were made. Additional info has been requested from the physician.